Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter were damaged and unable to charge. Customer reverted to alternate usb cable/wall adapter to address the issue. Customer's blood glucose value was 140 mg/dl.